Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
Event occurred regarding a chemoclave® vented bag spike where they reported that during infusion of doxorubicin, drug leakage from air-vant. There was patient involvement, no patient harm/adverse event reported and no delay in critical therapy. Only one (1) quantity was reported to be affected.

Manufacturer narrative:
Investigation summary: three (3) photos were provided showing the ch-14 with leakage coming from the filter vent. The reported complaint can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history record was reviewed, and no nonconformities were found that would have led to the reported complaint.